Manufacturer narrative:
The customer reported new questionable elecsys pth results from the patient: on (B)(6) 2024: the initial result from the analyzer was 13.1 pg/ml. The reporter stated that dilution results from the analyzer were not reproducible: the repeat result with the patient sample at 1:2 dilution was 10.9 pg/ml with a final calculated dilution result of "21" pg/ml. The repeat result with the patient sample at 1:3 dilution was 9.15 pg/ml with a final calculated dilution result of 27.45 pg/ml. The repeat result with the patient sample at 1:4 dilution was 8.40 pg/ml with a final calculated dilution result of 33.6 pg/ml. The repeat result with the patient sample at 1:5 dilution was 8.52 pg/ml with a final calculated dilution result of 42.6 pg/ml. The repeat result with the patient sample at 1:10 dilution was 11.0 pg/ml with a final calculated dilution result of 110 pg/ml. The repeat result with the patient sample at 1:20 dilution was 14.8 pg/ml with a final calculated dilution result of 296 pg/ml. On an unspecified date: the reporter sent the patient sample to other laboratories: the repeat result from the vitros analyzer was 22.3 pg/ml. The repeat result from the siemens analyzer was 25 pg/ml. Medwatch fields d4 lot no and d4 expiration date were updated.

Event description:
The initial reporter received a questionable elecsys pth result from one patient sample tested on the cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The result from the analyzer was <3 pg/ml. The nephrologist complained that it was almost clinically impossible for the patient to have unmeasurable pth. The patient was then referred to another laboratory that uses a siemens analyzer. The result from the siemens analyzer was 42.47 pg/ml. The reporter stated that the patient went to three other laboratories that use roche analyzers. The pth results from the analyzers were reportedly all low. The reporter is concerned that biotin or endogenous antibodies in the patient's sample may have caused an interference in the assay.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The patient sample is not available for investigation. The investigation is ongoing.

Manufacturer narrative:
The calibration was within specifications. Two patient samples were received for investigation and were tested with pth, pth v2, and pth(1-84) assays and were treated with heterophilic blocking tube scantibodies (hbt). The investigation confirmed the customer's pth results. The hbt treatment result confirmed the presence of an interferent caused by heterophilic antibodies in the patient sample. Product labeling states "limitations - interference - for assays using antibodies, the possibility exists for interference by heterophile antibodies in the patient¿s sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures using immunoglobulin or immunoglobulin fragments may produce antibodies (e.g. Human anti-mouse antibodies, or hama) that can interfere with immunoassays." The investigation did not identify a product problem.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.